Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. When the valve was at full flip, a small amount of additional depth was requested to free the septal leaflet. Approximately one minute later, imaging quality deteriorated significantly, prompting a transition to transgastric imaging to evaluate for an effusion. At that time, a small effusion present at the start of the case was noted to have progressed to a moderate effusion. During this period, pericardiocentesis was performed while intracardiac echocardiography (ice) was advanced to improve visualization of the valve. Once a home view was obtained, the valve was observed to be positioned approximately 1.5-2 inches deeper than previously noted. Transesophageal echocardiography (tee) was resumed, and transgastric imaging demonstrated the wire curl positioned outside of the right ventricle. However, upon probe placement, the valve dropped. At least 60 cc syringes were withdrawn, additional echocardiographic imaging was requested, and subsequently, the patient's pressure decreased. A CT surgeon assumed care and performed sternotomy, noted the wire in the effusion, but stabilized the patient within approximately 15 minutes. The guidewire was repositioned into the ventricle and sutured in place to maintain height, after which the evoque valve was successfully deployed. Following confirmation of appropriate valve seating, the delivery system and guidewire were removed, and the perforation was sutured with pledgets. The laceration was about 1.5 cm in width. The patient was reported to be in stable condition. Initial guidewire placement was posterior. During crossing, wire pressure caused the wire to shift slightly anteriorly, but it was promptly repositioned posteriorly. The maneuver was not entirely smooth, but overall, it was not particularly difficult. There was no intentional advancement of the guidewire to obtain height, nor were navigational maneuvers involving excessive force reported. The perforation and associated pericardial effusion were attributed to the guidewire. After internal review of procedural tee/fluoroscopy shows evidence of rv perforation and pericardial effusion during the deployment sequence. The curl of the guidewire appears within the pericardial space. There is subsequent improvement in the pericardial effusion, and the 48 mm evoque valve appears deployed in a stable and adequate position. There is qualitatively trace transvalvular tr. No evidence of pvl. The root cause for rv perforation identified from imaging is procedure related: inadequate guidewire management.